Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a hemostasis procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a stone. Reportedly, the handle could not break the stone. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached. The basket was complete with the tip still attached. Microscope inspection found the side car-rx was pushed back. The handle cannula has screw dimples drag marks. These marks are consequence of the handle cannula detached. The distal mark was slightly visible. The tip of the distal screw was flat. Dimensional inspection confirmed that the side car was pushed back out of specification. The distal screw length was less than the minimum tolerance. The reported event was confirmed. Based on all available information, it was determined that the failure is attributable to the supplier. As the screws are smaller, the fastening of the handle cannula was not achieved leading to handle cannula detached as evidenced by the screw dimples drag marks. Therefore, the most probable root cause for the failure of handle cannula detached is manufacturing deficiency as the problem is traced to the manufacturing process, with the supplier as the probable cause owner; an investigation is underway to address this problem. The most probable root cause of the investigation findings of side car push back is adverse event related to procedure as the problem could have occurred due to manipulation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a hemostasis procedure performed on april 27, 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a stone. Reportedly, the handle could not break the stone. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.